Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/10/2016 with the following findings: reboots were observed in the black box download. Battery compartment is cracked above the bumper pad. Battery cap is stripped. Battery cap unable to maintain an electrical connection, power loss and reboots duplicated. A test cap used for testing purposes. Test cap able to attach securely to pump. Unable to perform steps 13, 21 and 22 due to unresponsive keypad. Corrosion in battery compartment. Pump leaks at battery compartment. Pump opened and moisture damage found on pcb. Display is dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).